Event description:
It was reported that approximately 24 months post xience v stent implantation in a de novo, proximal, left anterior descending (lad) artery without pre-dilatation, the patient experienced chest pains (angina), electrocardiogram changes consistent with a non-st segment myocardial infarction (nstemi), elevated cardiac enzyme levels, and diagnosed with a myocardial infarction. The patient was taken to the cath lab where a balloon angioplasty was done on the target lesion/target vessel obtaining complete revascularization. The symptoms resolved without an adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effects of angina and myocardial infarction as listed in the xience v everolimus eluting coronary stent system instructions for use are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.